Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2023. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. At 4 p.m, while at work, the patient received a low alert on her phone (reading not specified). The patient does not have a bg meter and did not confirm the low reading. No patient symptoms were recorded at that time. Panicked, the patient went home and treated the low reading with carbohydrates. A few minutes later, the patient experienced malaise, diaphoresis, and headache. A few hours later, the son took the patient to the emergency department. Upon arrival, the bg was 189 mg/dl and the cgm was low. The patient was treated with an unspecified IV and unspecified medication for nausea and headache. There was no documentation of further medical intervention for mild hyperglycemia. Four hours later, the cgm remained inaccurate with bg 149 mg/dl and cgm 75 mg/dl. At the time of the report, the patient was feeling tired and drained. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c, b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.